Event description:
Loosening of cemented resurfacing patellar implant 1 year after the implantation leading to revision surgery of anatomic fixed bearing insert. The incident occurred on (B)(6) 2026 and was reported via our internal clinical database by the surgeon. The implantation was performed on (B)(6) 2024. The date of the revision was not communicated. Involved devices: anatomic fixed bearing insert size 7 thickness 14mm (reference: 1-0204772 and lot number: not communicated) cemented resurfacing patellar implant - ø 39 mm (reference: 1-0200839 and lot number: not communicated) anatomic posterior stabilized femoral component cemented size 6 right (reference: 1-0209506 and lot number : not communicated) anatomic tibial base plate for fixed bearing insert cemented size 7(reference: 1-0204907 and lot number : not communicated)

Manufacturer narrative:
No review of manufacturing data could be performed as the lot numbers of involved devices were not communicated. The review of the internal vigilance database since 2021 reveals that no other incident was reported related to a loosening of the cemented resurfacing patellar implant associated with an anatomic insert. The analysis of the patient file from patient clinical monitoring performed by the surgeon did not reveal any anomaly that could explain the incident 1 year after the implantation. The healthcare facility did not provide any additional information, the anatomic tka explant were not returned by the healthcare facility. No x-rays nor operative report were provided. In conclusion and according to the data available, the root cause of the reported incident remains unknown.